Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio: 4.9; lab: 2.4. Less than 2 hrs between lab draw and meter test. Pt self tester's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.